Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizzy and rapid heartbeat. Meter and test strips were returned for evaluation. Evaluation in process. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Pharmacist is calling on behalf of the customer. Pharmacist stated the true metrix pro meter is used in the pharmacy for multiple patients. The customer's expected glucose range was not disclosed. At the time of the call the customer reported symptoms of feeling dizzy and rapid heartbeat. Pharmacist stated the customer had a caregiver with them and was going to seek medical attention for the customer. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 09/30/2022 and pharmacist could not recall the open vial date. Pharmacist was also using true metrix test strips with the true metrix pro meter. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 26-july-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Added most likely underlying root cause. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.